Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer was using apidra insulin. The customer's blood glucose level was elevated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.